Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture,14-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had cubie drawer failure. Customer reported that every morning when staff needs medications, several cubie's will not open if medications are chosen for patient the staff had to restart the workstation and when pulling the same medication, it fails the drawer, and the nursing staff will have to recover the storage space. The field service engineer dialed in carefusion support and opened hardware test application. Checked all lids and ejected all cubies and inspected tray and found multiple obstructions that would cause a failure. Opened the back case and checked sensors and connections. Adjusted loosen sensor and removed multiple obstructions from cubie tray. Tested in hardware test application. Device was working. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had cubie failure. Customer stated that every morning when staff needed medications, several cubies would not open when medications were chosen for patient. So, the staff had to restart the workstation and when pulling the same medication, it failed the drawer, and the nursing staff had to recover the storage space. There were no adverse events or injuries reported based on this incident.